Manufacturer narrative:
The insulin pump was received with no button response due physical damage to the keypad assembly (dog chew marks). Unable to perform the displacement test and self test due to no button response. The insulin pump was received with a cracked case near the corner of the belt clip rails on the battery compartment.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the right arrow was not responding. The customer stated that the enter circle was not responding. Customer stated that numbers were not ramping and the scroll bar was not moving with no input. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.